Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody, and the dilator was in sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 11.5cm from the tip of the device.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon full recapture of the device, the was sheath kinked. The case was aborted as the physician did not have a suitable device to complete the procedure based on patient anatomy. No damage and no patient complications were noted.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon full recapture of the device, the was sheath kinked. The case was aborted as the physician did not have a suitable device to complete the procedure based on patient anatomy. No damage and no patient complications were noted.